Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "during training nurse attempted to access a vessel in the upper arm. Upon guidewire deployment observation was noted and nurse was questioned over appearance of guidewire not entering smoothly. Nurse responded that it felt smooth to her. Nurse was instructed to insert catheter and insertion appeared smooth. Nurse was instructed to initiate safety and remove needle and guidewire. Upon activation there seemed to be tension on catheter causing catheter to retract from patient skin. As a result the nurse was instructed to remove the catheter and device in one piece. Upon examination of the guidewire, tip appeared to be deformed and suggestion was made for patient referral to radiologists and anesthesiologist. Upon radiological examination, 2 foreign bodies were found in upper arm. No treatment plan at present time. " on 8/9/2019- additional information stated, "upon radiological assessment two foreign bodies noted in the tissue of the upper arm. Medical decision was to leave fragments in place. No further treatment required."

Event description:
It was reported that "during training nurse attempted to access a vessel in the upper arm. Upon guidewire deployment observation was noted and nurse was questioned over appearance of guidewire not entering smoothly. Nurse responded that it felt smooth to her. Nurse was instructed to insert catheter and insertion appeared smooth. Nurse was instructed to initiate safety and remove needle and guidewire. Upon activation there seemed to be tension on catheter causing catheter to retract from patient skin. As a result the nurse was instructed to remove the catheter and device in one piece. Upon examination of the guidewire, tip appeared to be deformed and suggestion was made for patient referral to radiologists and anesthesiologist. Upon radiological examination, 2 foreign bodies were found in upper arm. No treatment plan at present time. On 8/9/2019 -additional information stated, "upon radiological assessment two foreign bodies noted in the tissue of the upper arm. Medical decision was to leave fragments in place. No further treatment required." On (12/2/2019- it was reported via medwatch report, "when rn withdrew bard accucath ace, 2.25in, peripheral intravenous catheter, the guidewire tip did not appear intact. X-ray and ultrasound confirmed two small pieces of guidewire were present in the soft issue of the pt's right arm. Two general surgeons agreed the pieces were so small they did not pose any current or long term threat and should not be removed. The bard trainer was present with the rn during the insertion of the peripheral accucath ace, 2.25 inch intravascular catheter. When the needle and guidewire were withdrawn after the IV was placed, the nurse and bard trainer noted the tip of the guidewire did not appear to be intact. This was reported to the surgeon. X-rays confirmed two small pieces were present in soft tissue of the right arm. It was also confirmed via x-rays there were not foreign bodies in the vascular system. The pt remained stable. Consulted general surgeons felt the small pieces of guidewire posed no immediate or long term threat to the health or safety of the pt. The surgeons also felt the risk of attempting to remove the small pieces of guidewire tip was greater than any benefit of removing them. There was no adverse outcome to the pt. The incident was reported to the associate terriotory mgr, vascular access."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redn1501 showed no other similar product complaint(s) from this lot number. Mw5089462- (B)(4).